Manufacturer narrative:
(B)(4).

Event description:
It was reported "the second incident occurred with the cvc that had been inserted at around 3 p.m. We checked that the cvc was correctly inserted, which was confirmed by a chest x-ray. We checked that the tap connections were properly tight. Given the female patient's condition, regular visits were made for monitoring (confusion). At around 5 p.m., during the parameter check, it was found that the distal line of the cvc was severed at the hub. There was active bleeding so it needed clamping and the doctor was called in. Then a new cvc was inserted." There was delay in administering IV treatment. The patient's current condition is reported as "deceased".

Event description:
It was reported "the second incident occurred with the cvc that had been inserted at around 3 p.m. We checked that the cvc was correctly inserted, which was confirmed by a chest x-ray. We checked that the tap connections were properly tight. Given the female patient's condition, regular visits were made for monitoring (confusion). At around 5 p.m., during the parameter check, it was found that the distal line of the cvc was severed at the hub. There was active bleeding so it needed clamping and the doctor was called in. Then a new cvc was inserted." There was delay in administering IV treatment. The patient's current condition is reported as "deceased".

Manufacturer narrative:
(B)(4) the customer returned one, 3-lumen catheter for analysis. Signs of use in the form of biological material were observed on and within the catheter. Visual analysis revealed the distal extension line luer hub was separated and not returned. The perimeter of the point of separation on the extension line extrusion appeared smooth and uniform on one side, then rough and jagged on the other. A complete visual analysis to evaluate the nature of the separation could not be performed without the luer hub returned for analysis. The outer diameter of the distal extension line measured 2.16 mm, which is within the specification limits of 2.13-2.21 mm per distal extension line extrusion product drawing. The inner diameter of the distal extension line measured 1.47 mm, which is within the specification limits of 1.42-1.50 mm per distal extension line extrusion product drawing. A manual tug test confirmed the medial and proximal luer hubs were secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual analysis confirmed the distal extension line was separated from the luer hub; however, the luer hub was not returned. The separation point on the extension line appeared smooth and uniform on one side, then rough and jagged on the other. A complete visual analysis to evaluate the nature of the separation could not be performed without the luer hub returned for analysis. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, the probable cause could not be determined without the separated luer hub returned. Teleflex will continue to monitor and trend for reports of this nature.